Manufacturer narrative:
Internal complaint reference: case (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the instructions for use revealed the following warnings and precautions related to the reported failure: 1)check that the electrical equipment is properly grounded (i.e., plugs contain a ground prong). Grounding reliability can be achieved only when the control unit is connected to an equivalent ac power receptacle marked ¿hospital only¿ or ¿hospital-grade.¿ 2) when connecting peripheral and accessory devices to the dyonics power ii control unit, use only cables that have been validated for use with the control unit. Non-validated cables may damage the control unit and create electrical hazards. The use of non-validated cables will void the warranty. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Event description:
It was reported that the dyonics power ii shaver unit system did not power on. The procedure was completed with an unknown equivalent surgical technique. It is unknown if there was a delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.